Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to bacterial infection with sepsis. The patient was also noted with endocarditis due to (B)(6). Furthermore, the patient was also documented with lumbar spine osteomyelitis. There were no additional adverse patient effects reported. The right atrial(ra) lead was explanted.